Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that the truespan anchor would not deploy. No further information regarding the procedure, patient condition or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
It was reported via email by the admin that during a meniscal repair, their 12 degree peek truespan anchor would not deploy. The implant never left the gun. They opened another like device to complete the procedure. There were no patient consequences or delays. The device was discarded by the customer.